Manufacturer narrative:
(B)(4) = jaws. Additional information was requested and the following was obtained: did clip sideways feed? No, one leg was straight and the other leg was bent when the clip was fed into the jaws. Did clip partially feed? No. Did clip slow feed? No. The event description was revised as follows; it was reported that during a laparoscopic sigmoidectomy, one leg of the clip was distorted at the 1st firing when the clip was fed into the jaws. The clip was deployed out of the patient and formed properly. There was neither unexpected resistance nor noise. There was no torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. However, another device was used to complete the case in case. There were no adverse consequences to the patient. The er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws, fourteen scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, one leg of the clip was distorted when the clip was fed into the jaws. The clip was deployed out of the patient and formed properly. However, another device was used to complete the case in case. There were no adverse consequences to the patient.